Event description:
It was reported that the patient experienced a loss of therapeutic effect after going through a retail security screener. The patient went to the emergency room, where it was believed that the neurostimulator had been turned off. A magnet was placed over the device to turn it back on, and the patient reported that the therapy improved after about 15 minutes, though it was noted that it was not possible for a magnet to control the on/off function of the patient's neurostimulator. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the company representative reported it was determined there were no malfunctions with the implantable neurostimulator (ins) found. The ins was on and all impedances were within normal ranges. The ins was ruled out as a possible reason for the patient's ER visit. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Lead model 3387s-40, lot# v386577, implanted: (B)(6) 2010, explanted: na; lead model 3387s-40, lot# v386577, implanted: (B)(6) 2010, explanted: na; extension model unknown serial# unknown, implanted: (B)(6) 2010, explanted: na.